Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door during a drain phase of treatment. The nurse reported the patient received a supply bag lines are blocked alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient was able to complete pd treatment using a stat drain in the absence of the cycler. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door during a drain phase of treatment. The nurse reported the patient received a supply bag lines are blocked alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient was able to complete pd treatment using a stat drain in the absence of the cycler. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number/patient number was not provided. A manufacturing review on the products shipped to the patient could not be performed for the three (3) month time frame which immediately preceded the event occurrence date. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.